Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer stated that the insulin pump not delivering insulin and time was not matching. The customer was not feeling well. The customer treated high blood glucose with insulin pump. The customer did not allege under delivery on insulin pump. The customer stated that the drive support cap was appeared normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump alarmed motor error. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.